Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650 - MFR. Date: 11/30/2015 - exp. Date: 11/30/2016. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient received controller fault and critical battery alarms while on batteries. The alarm resolved when connected to ac adapter power. The alarm resumed when the patient disconnected from ac power. Patient tried multiple batteries, but the problem persisted. The patient noted that battery port #1 would not recognize any of the batteries. The batteries that would work in port #2 would not work in port #1. The patient's controller was exchanged with no reported consequence to the patient. No additional information provided.

Manufacturer narrative:
The reported event of multiple critical battery alarms and controller fault alarms were confirmed on the returned devices. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis revealed three critical battery alarms and two controller fault alarms. The critical battery alarms were logged due to the capacity of battery ((B)(4)) falling below 10% relative state of charge (rsoc). The controller fault alarms indicated that the battery voltage was below 12v. Log file analysis revealed several abnormalities regarding what power sources were connected. Before the reported event, the log files indicated that (B)(4) was connected to power port one with 95% rsoc and an ac adapter was connected to power port two. During the reported event, the data file indicated that two adapters were connected at the same time; it's highly unlikely that the patient was connected to two ac adapters. This finding suggest that the controller read battery ((B)(4)) like an ac adapter, setting the capacity of the battery to zero in the logs. Eventually, the capacity of the battery was recorded at 6% rsoc. A possible root cause can be attributed to an intermittent short within the battery's connection to the controller, causing the controller to read the battery like an ac adapter. The short would likely drain the battery, eventually draining the battery below 12 volts and triggering a controller fault alarm once the battery reaches 0% rsoc. Analysis revealed that the devices passed visual examination and functional testing. Internal inspection of the controller and battery revealed that the electrical connection between the two were stable. The reported event could not be duplicated during testing. Based on the available information, a possible root cause for the reported event can be attributed to an intermittent short, causing the controller to read the battery like an ac adapter. This likely resulted in the battery draining below 10% relative sate of charge (rsoc), triggering critical battery alarms. Once the battery drains to 0% rsoc, a controller fault alarm is triggered. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Battery - (B)(4)/1650de - (B)(4) - received: 09/16/2016. (B)(4).